Event description:
(B)(4).

Event description:
Components were removed due to pain.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Components were removed (B)(6) 2013 due to pain. Original surgery (B)(6) 2009. Examination of the returned devices finds nothing outward to suggest abnormal wear. Review of provided medical records finds the cup was more vertical than what is considered optimal. Cheesy material at the base of the trunnion was noted, although that the trunnion was otherwise satisfactory and that the intraoperatively the joint was subluxing. One other report found against the 136551000 articuleze m head 36mm +1.5 2864387. Previous review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were found against the remaining lot codes in search of the complaints databases. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision left hip reason for revision: unknown update dec 01, 2017: email notification received. There is no new information added that changes the MDR decision. Updated complainant information. Added cup, head, sleeve and stem product information. This complaint was updated on: december 04, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.